Manufacturer narrative:
The customer reported that the cns (central monitoring system) powered down on its own. The device would not power back on. While troubleshooting with nihon kohden tech support, they found the customer was plugged into a bad ups (uninterruptible power supply). Through assistance with nihon kohden tech support, the customer was able to power on the cns. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that the cns (central monitoring system) powered down on its own. The device would not power back on.